Event description:
Additional information provided per fcs: the patient underwent a successful valve-in-valve procedure with a 26mm sapien 3 ultra resilia valve. Per report, the patient left the operating room in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from the clinical specialist. Sections b2, b4, b5, g3, g6, h2 and h6: health effect - impact code have been updated. Addition to section b5. Corrections to sections h2 and h6: health effect - impact code.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years and 10 month post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra valve in the native aortic position, the valve failed due to aortic (central) insufficiency as diagnosed by echocardiogram. Per report, the patient has been experiencing shortness of breath (sob) with any activity and edema. The patient will be evaluated for possible treatment.

Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review. Section h6: investigation findings has been updated. Corrections to section h6: investigation findings.

Event description:
Additional information provided per field clinical specialist (fcs): internal imaging review confirmed the following; mild aortic valve regurgitation posteriorly (possible pvl), valve is under-expanded at mid-valve per 3mensio report, and calcification and thickening of all 3 sapien leaflets per computed tomography (CT) scan.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from the clinical specialist. Sections b4, b5, g3, g6, h2 and h6: device code(s) have been updated. Addition to section b5. Correction to section h6: device code(s). The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. Additions to section h6: type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to the pvl. Investigation results are inconclusive due to the limited information provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed mild aortic valve regurgitation posteriorly (likely pvl), valve under-expanded at mid valve measuring 24.1mm (0.5mm added for outer diameter), and computed tomography (CT) shows calcification and thickening of all 3 sapien leaflets. Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of calcification was unable to be confirmed based on the provided imagery and medical records. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, and diabetes mellitus. As such, available information suggests patient factors (hyperlipidemia, diabetes) likely contributed to the event as per patient medical history. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.